Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (image issues): the reported issue occurred during an unspecified therapeutic procedure. The intended procedure was completed successfully using the subject device. It took only a short time to reconnect to the system. No additional anesthesia was administered to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified. It is likely that the lack of image occurred due to communication with the system side becoming unstable due to a defect in the board inside the video connector, the system side, or foreign matter adhering to the electrical contact of the video connector. The event of the objective lens adhesion part peeling likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was not displaying an image which was improved by reinsertion. The subject device was displaying a distorted image and the color of the image was strange. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction reported by the customer (no image) and the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (no image) was not confirmed or duplicated. However, the reported issue (distorted image) was confirmed. It was observed there were scratches on the image due to the damaged imaging unit. In addition to adhesive peeling off, service found the device failed the electrical insulation test due to damaged metal tip, the adhesive on the bending section cover was peeled, the switch button #2 was scratched, and the video connector case was cracked. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.